Manufacturer narrative:
Date of event and patient's weight is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000068039.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances on one lead. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead caused ineffective therapy.

Manufacturer narrative:
Patient's weight is estimated. Correction: a4 - patient weight should have been 190 pounds instead of 180 pounds.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the lead was explanted and replaced to address the issue. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.